Manufacturer narrative:
B3: date is approximate. Month and year are confirmed valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient receiving bupivacaine and morphine via an implantable pump. The indications for use was spinal pain. It was reported that the patient stated they recently had their pump replaced. The manufacturer's patient services specialist (pss) asked if it was due to normal battery depletion. The patient stated no. The patient stated the pump was implanted "way too close to the surface of the skin" and that "6 months after" their pump was implanted it started "protruding" stretching and causing swelling and inflammation. The patient stated their doctor informed them they were in a "risky situation" and if the pump were to break through the skin they would get in infection so they replaced the pump.